Event description:
It was reported that this lead exhibited noise signals and a decrease of 20ohms in shock impedance that remains within normal limits. The physician expressed a concern on lead externalization after performing and comparing scans. Technical services (ts) was consulted and explained noise appeared to be physiologic and its not seen or sense. The lead remains in service. No adverse patient effects were reported.